Event description:
An ipp device was implanted on 09/17/91. The left cylinder was removed on 03/15/95. The remaining device was removed from the patient on 03/25/97 due to "malfunctional inflatable penile prosthesis."